Event description:
It was reported by a customer on (B)(6) 2011 the fiber cracked at 141,000 joules. Per the customer, no further details were available as to where the fiber breakage occurred on the fiber. No pt injury was reported.